Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor coupling with recharging. The patient reported that it was taking too long to charge. The patient reported that she was having so much trouble charging. The patient reported that when she charged she had the recharger all charged up and had it plugged in while charging her implant. The patient reported that she had the recharger antenna over her implant for 8-10 hours but the battery level was not going any further. The patient reported that recently while charging she usually saw 0 coupling boxes filled in. The patient reported that on the night prior to the report, she charged for 3 hours and there were no coupling boxes. The patient also reported that she charged on (B)(6) 2017 and the implant was never fully charged, it was just blinking at half full. The patient reported that the implant used to charge right away but now it took forever each time. The patient reported that she usually charged at home at night or on weekends. The patient reported that she always kept the antenna in the same place and had tried turning the recharger antenna dial. The patient was asked to start a charge session and the patient reported 6 coupling boxes were filled in. No further complications were reported.